Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the cup detect switch was sticking. The fse cleaned and lubricated the system. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 6000 barcode read error was the cup detect switch was sticking.

Event description:
On (B)(6) 2016, a customer reported error 6000 barcode read error on the aia-360 instrument. The customer stated that while in the barcode mode, no light comes on when the tube passes through but the instrument does read the cup. When attempting to allow the system to read the cup in the non-barcode mode, error code 6010 cup with no sample appears. The customer is unable to run patient samples on creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl2). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ck-mb and ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.